Event description:
Additionally, the health professional reported that the patient ceased corticoid treatment.

Event description:
Additionally, the health professional reported that a diagnostic testing was performed confirming the abscess and the abscess was drained two weeks post-injection. Per diagnostic testing lab result, it was noted patient was taking additional medication of methylprednisolone (40 mg) and amoxicilina 2g + clavulanic acid 200 mg. Symptoms have improved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the malar, marionettes, ck3, and ck1 with 2 syringes of juvéderm® voluma¿ with lidocaine. The patient experience ¿inflammation, heat, erythema and infection.¿ the patient was treated with amoxicillin every 8 hours ¿to avoid cellulitis.¿ the event is ongoing but ¿improving.¿